Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported.sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report # 1627487-2017-05997. It was reported that the patient experienced loss of therapy. System diagnostics revealed high impedance on the lead. Troubleshooting was attempted and effective therapy was restored. However, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Corrected: the date of the surgical intervention was missing in the initial report. The date of surgical intervention (B)(6) 2017 is added to this report.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2017-05997. It was reported that the patient underwent surgical intervention on (B)(6) 2017 wherein the lead was replaced.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-05997. Additional information identified that effective stimulation was achieved post-operatively.